Event description:
It was reported that this implantable pacemaker was explanted due to entering in safety mode. Another device was implanted instead. This device is not expected to be returned for analysis. No additional adverse patient effects were reported.